Event description:
The customer reported that the sys displayed a hard drive error message and the screen went black. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an oniste investigation. A sys reboot was performed and the sys was found to be working as intended and put back into svc.